Manufacturer narrative:
The date of the event is not known and provided as an approximate date of event. Awaiting further information if the device will be returned for investigation. Two devices were used in the same procedure. The second device was filed under medwatch no 2951580-2011-00004.

Event description:
During a vertebroplasty procedure with the parallax ez flow cement delivery system and parallax acrylic resin with tracers - ta, the parallax ez flow cement delivery system exploded during the delivery of the cement (parallax acrylic resin with tracers-ta). There was no reported injury to the pt. The procedure was not completed and will be rescheduled.